Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b1, b4, b5, g2, g3, g6, h1, h2 and h6. As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. Per the implant records, the indication was prophylaxis prior to super morbid obesity surgery with abdominal wall hernia repair. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. The filter subsequently malfunctioned including, but not limited to perforation and tilting. Per the patient profile form (ppf), the patient reports ivc perforation, fracture and tilting of the filter and anxiety related to the filter. The fractured struts were removed percutaneously approximately sixteen years and eight months after the index procedure. No fractured filter struts remain in the patient's body. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Information received per an amended patient profile form (ppf) states that in addition to the previously reported events, the patient also experienced a fractured filter. The patient became aware of this event approximately sixteen years after the filter implantation. The fractured stents were removed percutaneously approximately sixteen years and eight months after the index procedure. No fractured filter struts remain in the patient's body.

Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. Per the implant records, the indication was presurgical for repair of large left abdominal wall hernia with incarcerated bowel, small bowel and colon, a large right upper abdominal wall hernia and super morbid obesity. The ivc filter was placed during the same procedure for gastric bypass surgery, an upper endoscopy, repair of left abdominal hernia with mesh, repair of incisional hernia with suture repair, and a retrievable vena cava filter was placed for prophylaxis during this procedure. There were no intraoperative surgical complications. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation and tilting that causes injury and damage to the patient. Per the patient profile form (ppf), the patient reports ivc perforation and tilting of the filter and further experienced anxiety related to the filter. The product was not returned for analysis and the sterile lot number provided is not valid; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation and tilting that causes injury and damage to the patient. Per the implant records, the patient was reported to have a preoperative diagnosis of large left abdominal wall hernia with incarcerated bowel, small bowel and colon; a large right upper abdominal wall hernia and super morbid obesity. The patient was reported to have had multiple surgical procedures, including mesh repair of an incisional hernia, and was taken to the operating room for super morbid obesity treatment and reduction and repair of abdominal wall defect. The patient underwent gastric bypass surgery, an upper endoscopy, repair of left abdominal hernia with mesh, repair of incisional hernia with suture repair, and a retrievable vena cava filter was placed for prophylaxis during this procedure. There were no intraoperative surgical complications. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately sixteen years after the filter implantation. The patient reports ivc perforation and tilting of the filter and further experienced anxiety related to the filter.